Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6)) sigpshell, sig power sigpshell control shell, (lot# n5e1757y) sigmret, sig power sigmret manual retract tool, (lot# c9a7401x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device fired successfully. When the surgical staff wanted to remove the empty reload from the adapter, it got stuck. The reload and adapter were successfully removed from the patient. There was no patient injury. Medtronic's initial evaluation of the incident device found that reload has all pushers deployed and was not clamped.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted he returned reload came partially attached to the signia adapter and was articulated at partial pull. The proximal end of the reload adapter was broken and was lodged in the distal end of the signia adapter. The reload was noted to be connected only by the articulation rod, the articulation rod was bent and the reload has all pushers deployed and was not clamped. The proximal end of the sled was visible at the distal end of the cartridge and the I-beam was fully retracted. Neither of the distal sutures were released. A small amount of reinforcement material was present on the cartridge and anvil sides of the jaws. Functionally, the articulation rod was broken off and the broken section of reload adapter remained in the distal end of the adapter. A manufacturing assessment was performed for this event. The manufacturing assessment concluded that the laminate hooks were found to be within specification with no defects observed. It was reported that the reload got stuck. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.